Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that steps taken to resolve the infection was taking a course of antibiotics (3 days of cipro) and 10 days later, the patient developed a serious kidney infection and was hospitalized for 3 days. No further complications were reported/anticipated.

Manufacturer narrative:
Fdp (B)(4) no longer applies. See regulatory report:231024738,us FDA - MDR regarding fdp (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. The patient had skin break down from the urine and got it treated as well, which seemed to clear up.

Manufacturer narrative:
Patient code (B)(4) no longer apply.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient went back to a follow up with the healthcare professional (hcp) and they checked the device, so it was still set at program 2 at 1.6 v. The patient noted on about (B)(6) she couldn¿t hardly pee again. The patient¿s daughter also noticed a change in her bowel habits because the patient used to have a bowel movement once a day and now she couldn¿t hardly have a bowel movement and the patient wondered if it was too strong. The patient stated she was leaking a lot and not burning with an infection it was more like it would just dribble and it would come out when she didn¿t want it to and it was almost worst. The patient wondered if they were on the wrong program and wanted to know if she should go back to program 1 where she wasn¿t having those kinds of issues and maybe turn stimulation up. The patient wondered if it could have where the patient could just overdo it a bit. The patient¿s daughter would help her make adjustments as the device was in an awkward location. The patient¿s daughter changed the patient from program 2 to program 1 and stimulation was increased to 2.00 v where the patient felt stimulation comfortably, it was noted this is where the patient was comfortably before. The patient stated the therapy had been up and down since implant on (B)(6)2017. The patient added the infection that resolve happened the week prior to the call, the change in bowel habits was probably 2 or 3 days prior to the call, and the patient not being able to urinate began about 2 days prior to the call. Additional information from the consumer on (B)(6) reported after the patient¿s surgery they were programmed at program 1 at 2.0 v. The caller stated the patient felt that the ins was kind of working, but not well enough so over a course of a week or so they bummed up the stimulation to 2.4 v. Then the patient had her follow up appointment and tested the device. The caller stated they did not feel it was getting the effectiveness they were expecting. The hcp changed the program to 2 at 1.6 v. The caller stated after the hcp visit they kept it at the setting the hcp made. The caller stated within a week or so the patient was noticing she was having trouble urinating. Then the patient was brought in and it showed she had a urinary tract infection (uti). The patient was put on sipro. The caller noted the skin break down from the urine and get treated as well. The caller noted that seemed to clear up. The caller noted the hcp left the ins at the setting he changed to program 2 at 1.6 v. The caller stated that within a week or two her mother noticed she was having trouble urinating again almost not being able to go. The caller noted it was quite a problem. The caller stated they were getting ready to make an appointment and they may have adjusted it. The caller added the patient developed flu like symptoms and she fell and ended up in the hospital and had a full blown uti. The patient was hospital for almost 3 days and they put her on a IV with antibiotics and she had a high fever. The stated they determined that the setting was some urinary retention and the uti. The caller stated they changed her back to the original setting at program 1 at 2.0 v. The caller noted there was no occurrence of a uti since the change. However, it seemed like the frequency and incontinence at night had not really helped at all. The caller stated that since her mother had been experiencing the frequency and incontinence she changed the program. The caller stated that then they change it to program 3 at 1.5 v. The caller stated the patient felt stimulation, but it felt strong, so she turned it down to 1.4 v which was better, but then bummed it back to 1.5 v and would back it down if it was still uncomfortable. The patient planned to follow up with the hcp if program 3 did not work for them. The patient noted they had no effectiveness 2 weeks after implant. The urinary retention and uti started in (B)(6)2017. The patient had a uti and went to the hospital in early to (B)(6). The caller noted the frequency and incontinence in (B)(6). The patient was not feeling stimulation on (B)(6)2018. Additional information from the consumer reported on january 30th reported they had severe weakness due to the a bad uti. The patient noted the incontinence and frequency had not resolved. Additional information from the consumer reported on (B)(6) reported they had severe weakness due to the a bad uti. The patient noted the incontinence and frequency had not resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the implant has not helped the patient. The patient has tried various settings.. Also, the patient had her 2nd uti, a culture was done, the patient was on her 2nd antibiotic, and was still dealing with it. The patient would like to turn the implantable neurostimulator (ins) off to see if that help because the patient was not prone to utis prior to the implant. The patient was trying to turn it off but do not know if it was working or confirming if the ins was off the patient successfully synced and turned the ins off. Also, it was reported that the patient has a good size lump under the scar from the surgery like a hard nodule and pain in the area, which was not there previously. There were no further complications or anticipations reported with this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim patient was implanted for frequency and reported that it has been kind of up and down in terms of how its working since they got the device and so they had it adjusted. After implant patient was onp1 and has it set at p2 but it was more intense feeling but healthcare profe-ssional was able to turn it down to 1.6v and it helped. Patient then stated that at night they set it up to 2.4v and it kind of helped more for a few day but then within the week that stated having some issues where it almost seemed like an infection because they had urgency . Patient also stated that it was a lot of leaking and not burning with an infection and it more like dribble and it will come out when they did not want it to and its almost worse. The healthcare provider(hcp) figured out that it was an infection and some skin infection too from the dampness and all thiswas about a week and a half ago and that was cleared up (resolved) and device was set at p2 at 106v. No further complications were noted or anticipated.